Event description:
On (B)(6) 2013, the patient ¿s girlfriend contacted animas and alleged the following: the patient is a new pump user and is currently on vacation in (B)(6). His blood glucose (bg) is 529mg/dl, at 8:31pm and he is experiencing excessive urination. Patient has given himself 10u of insulin via syringe at 9:22 p.m. His bg at 4:40p.m. 315mg/dl and at 7:10p.m. 460mg/dl. Customer support (cs) review found (B)(6) 2013, empty cartridge at 8:37a.m. Prime history: primed 45.9u at 8:37a.m. And 26.1 uat 9:11a.m. This morning. Reporter does not know why patient was priming those amounts. On (B)(6), it was noted that patient did not fill cannula when he changed his infusion set. All boluses confirmed delivery; confirmed with reporter that basal settings were programmed correctly. Cs found no suspension in history, and the tdd was appropriate. Cs advised reporter to change skin site daily while bg are running high and to continue to monitor bg frequently. Patient changed site/set while on phone with cs; reports site looks fine; no kinks in tubing; cannula is not bent; patient is rotating sites on abdomen. Advised patient if bgs do not start to come down to go to nearest urgent care or ER. Cs advised reporter that someone will follow up with patient after he returns from vacation to review training on pump as it seems as if patient needs further training. Patient's girlfriend verbalized understanding. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia following the use error of not properly filling the cannula.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.